Manufacturer narrative:
Battery not charging because of console not correctly docked and latched to the cart: cardiosave can have two configurations - hybrid and rescue. Cardiosave hybrid mode is when the rescue unit is docked into the hospital cart. Cardiosave rescue mode is when the iabp is in rescue configuration and not docked into the hospital cart. If the iabp is set up in the hybrid mode and the rescue mode icon is displayed, ensure that the rescue unit is securely docked into the hospital cart. Upon transitions from rescue to hybrid the iabp will sound three audio tones of increasing volume, upon transitions from hybrid to rescue the iabp will sound three audio tones of decreasing volume. Upon all transitions between hybrid and rescue the iabp will blink the icon for approximately 6 seconds. If the iabp configuration was changed from rescue mode to hybrid mode meaning if the iabp was docked into the hospital cart that is attached to the ac power line and if the docking was not performed correctly then the system wont be able to automatically use the ac power to charge the batteries and will result in batteries not charging. Root cause evaluation: the root cause is "user related." CAPA 326047 is initiated to implement software update to include iabp docking status indicator in the cardiosaves ui. Complaint summary : user called into emergency support program line to request support with a pump that was plugged into the outlet, but the pump still showing low battery. The customer stated they had recently returned from a transport off the unit. The customer was guided on telephone through the steps of placing the console back into hybrid configuration from the rescue mode. The pump then showed the hybrid icon and the ac power icon. The pump had been in rescue mode and that was the cause of the low batteries. There was no patient harm or injury reported.

Event description:
User called into emergency support program line to request support with a pump that was plugged into the outlet, but the pump still showing low battery. The customer stated they had recently returned from a transport off the unit. The customer was guided on telephone through the steps of placing the console back into hybrid configuration from the rescue mode. The pump then showed the hybrid icon and the ac power icon. The pump had been in rescue mode and that was the cause of the low batteries. There was no patient harm or injury reported.